Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a device malfunction - loss of fluid. The inflatable device was explanted.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan otr, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on both cylinder exhaust tubes and inlet tube of the reservoir. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the pump, either cylinder or reservoir. The information received indicated the device lost fluid, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.